Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) closurefast catheter was used with the rfg3. There was no physical damage to the closurefast packaging or to the rfg3. The case was completed without any indication of error or issue with the equipment. The account did not keep the closurefast catheter or packaging. At the post op visit the patient presented with significant redness of the skin and blistering. Because of this change in appearance the account would like to rule out skin burn vs infection. The accounts biomed department has requested an electrical output report/tech assessment of the rfg unit along with the full case report including rf cycles and time. The account has reported that the patient is a current in-patient. Patient is currently being treated for infection. No further clinical sequelae reported for this event

Manufacturer narrative:
Additional information received: patient was taken to another hospital; they were diagnosed with necrotizing phlebitis and treated with antibiotics. Patient was discharged from that hospital to see wound surgeon within 10 days for follow up appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.